Event description:
(B)(6) , 2011 received communication from consumer stating injury received from use of product, no detail provided either for specific product or injury. The consumer was sent communication requesting information as to the nature of her injury. (B)(6), 2011 received communication from consumer stating upon use of the instant cold packs, applied for 10 to 15 mins to each lower leg simultaneously. The consumer states she then experienced a rash with swelling and blistering which has healed with hypopigmentation.

Manufacturer narrative:
This product was discontinued in (B)(4) 2008.